Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, determining a definite root cause and an appropriate corrective action is not possible. If the samples become available in the future, this complaint may be reopened at that time for further evaluation. There were four similar complaints in the lot. Additional information provided in h.6. And h.11.

Event description:
This writer witnessed but was not involved in the pt care. Nurse inserted a PICC on the baby in her assignment at 1443 (per note). By 1800 it needed re-dressing due to leaking under the dressing. This writer has noted a trend with this happening 3-4 times in the last week or so wondering if it could be an equipment failure. PICC on this baby has not had issues since on (B)(6) 1830.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.